Manufacturer narrative:
On november 20th,2024, on a selenia dimensions (serial number (B)(6)), it was reported that the gantry was shaking during a tomosynthesis (tomo) sweep. The field service engineer (fse) observed specifically jerky motion during tomo and c-arm movement. The fse identified loose bolts in the rotational [worm] gear. The fse cleaned and reinstalled each bolt to resolve the jerky motion issue during tomo or c-arm motions. There were no reported patient or user injuries, and no additional information is available. The bolts were not returned for investigation, so no initial evaluation was performed. The vta bolts were not returned for further investigation. After the fse tightened the hardware, there were no further complaints of loose/broken bolts. Corrective and preventive action has been opened to investigate the root cause of the loose/broken vta bolts. Conclusion: this investigation will be closed and the root cause investigation for this issue will be documented. Future events will be monitored and trended. Device history record (DHR) review: UDI: (B)(4). Sku: sda-sys-3000-3d. Serial number: (B)(6). Date of manufacture: 14sep2017. Installation date: (B)(6) 2017. Incident date: 20nov2024. The complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed for the gantry, serial number (B)(6). No vta-related discrepancies were observed.

Event description:
It was reported that during a selenia dimensions 3d procedure the gantry was shaking during tomo sweep. A field engineer examined the equipment and it found loose bolts in the rotational gear. Each bolt was cleaned and reinstalled with loc-tite. No more jerky motion observed. System passed the manufacturer´s specifications. No patient or staff injury reported. No other information available.